Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, it was reported that the patient was placed under general anaesthesia on (B)(6) 2019, in order to remove the abutment due to device non-use. The implant fixture remains insitu.